Event description:
It was reported that this, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), high withing range impedance measurements were observed. Repositioning of the electrode was performed with no success. A commanded shocks tests was performed in order to evaluate the system. It was decided to keep the system implanted. After the procedure the measurements lowered down. This system remains in service. No further adverse patient effects were reported.